Manufacturer narrative:
Initial reporter sent report to FDA via report# (B)(4) on (B)(6) 2011.

Event description:
It was reported that revision surgery was performed due to a fracture of the femure just below the femoral head.